Event description:
The customer reported that a patient underwent shoulder surgery on (B)(6) 2026 and an on-q pain pump catheter was placed. Additional information was received on 02-apr-2026, reporting that during catheter removal on (B)(6) 2026, the patient¿s caregiver noted a ¿pop¿ and the catheter tip was missing. The patient subsequently underwent arthroscopic surgery on (B)(6) 2026 for removal of a retained catheter fragment (foreign body). The surgeon successfully retrieved the broken catheter tip, and it was noted that the retained segment contained a knot. The patient was reported to be doing well following the procedure.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30324379 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.